Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and confirmed the reported image issue. When connecting the customer's glidescope spectrum smart cable to known, good, test, verathon equipment, the smart cable ceases to be recognized when manipulated. The verathon technical service representative reported the smart cable had a visible bulge and the hdmi connector pins had corrosion. The camera image quality test was performed and failed. Upon completion of the evaluation the customer's glidescope spectrum smart cable was scrapped due to the customer already being provided a replacement, and there being no repairs available for the reported device. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using hospital-grade clean air." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the cable.

Event description:
The customer reported that during an emergency care patient procedure, using a glidescope spectrum smart cable, the image produced streaking lines and would "black out" erratically making the image "unusable." The procedure was completed using a backup glidescope avl single-use system, which was made available in about three (3) minutes. No harm to the patient or user was reported.